Manufacturer narrative:
Summary of analysis: the observed erroneous telemetered pulse amplitude was the result of a malfunction in the omega i.c., u.1. The programmed pulse amplitude would be achieved, but the reported pulse amplitude would always be 1.3 volts.

Event description:
The reporter indicated being unable to reprogram the voltage. Programmed the pulse amplitude to 2.7 volts, pressed program display and received a "programming confirmed" message. The inquire was performed and the value displayed was 1.3. Repeated all the steps only using 4.1 volts with same results. Backup reset resulted in no change.